Event description:
It was reported that the call doctor icon was flashing. Boston scientific technical services advised that the communicator is not registered and referred the patient to their physician. No adverse patient effects were reported.